Event description:
Additional information received from manufacturer representative stating the target levels were l4/l5 and l5/s1. Investigator assessment states, the adverse event was related to procedure/device. Possible related to procedure, posterior lumbar fusion grafting material, posterior fixation and interbody fusion. Sponsor assessment states, possibly related to posterior lumbar fusion grafting material, posterior fixation, interbody fusion and not related to surgical fusion. Sponsor assessment (oc muo): cec assessment - causal related to the procedure. Possible relationship to posterior lumbar fusion grafting, posterior fixation and interbody fusion. No further complications reported.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating patient has a nonunion at l5-s1. A revision surgery is required to correct this and their sagittal alignment. Patient was referred to a tertiary center for further care. Subject has not yet been seen at the tertiary center. The patient outcome was updated to resolved. The outcome date was (B)(6) 2025. An appointment is scheduled for (B)(6) 2025. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study (B)(6). It was reported that, patient has a nonunion at l5-s1. Revision surgery is required to correct this and their sagittal alignment. Additional x-ray diagnostic tests performed for lumbosacral region and found l5-s1 non-union. Site related assessment: possibly related to interbody fusion, plf grafting material, posterior fixation, surgical construct and procedure. Sponsor assessment: unlikely related to procedure. Possible relationship to posterior lumbar grafting, posterior fixation and interbody fusion. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: revision surgery is required to correct the non union at l5-s1. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating the onset date was updated to 2024-jul-22 from 2024-oct-04. No further complications reported.